Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to impedances on the leads. Impedance check revealed that one lead had high and low impedances and the other lead had low impedances. As such, surgical intervention took place where in the entire system was explanted to address the issue. Therapy was confirmed post operation.

Manufacturer narrative:
The report of ¿unable to get into MRI mode¿ was confirmed. Analysis of lead a found two broken wires at approximately 20.3cm measuring from the terminal end. Channels one and six tested ¿open¿; all other channels passed output resistance and inter-channel continuity testing. The cause of the fractures are unknown as there were no reports, prior to the reported event, of the patient having any falls or trauma. The cause of ¿unable to get into MRI mode¿ is due to the broken wires in the lead.